Event description:
In 2007, a gore tex vascular graft (tapered and lined) was implanted in the left forearm for dialysis access. Within 24 hours post procedure, swelling and bruising with weak flow was noted in the left forearm. The pt was treated with antibiotics and the swelling and bruising subsided. Pt was discharged the following day. On the following month, a thrombectomy of the graft was performed which failed to remove all of the thrombus. In 2008, the graft was explanted and another like graft was implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specification.